Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
The pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. It was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and power error detected alarm. Customer's blood glucose value was 589mg/dl. Power error detected recurred within a week of troubleshooting. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.